Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 06x2.75mm, concentric, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6mmx2.75mm wolverine cutting balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were stable post-procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is most likely an interaction occurred between the balloon and the patients anatomy that contributed to the reported event. The target lesion located in the rca was 6mm in length with a vessel diameter of 2.75mm. The lesion was moderately tortuous, moderately calcified and 80% stenosed; these anatomical features likely contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 06x2.75mm, concentric, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6mmx2.75mm wolverine cutting balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were stable post-procedure.